Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. The 89% stenosed target lesion was located in a tortuous type c and mildly calcified renal artery. A 5.0mmx19mmx150cm express vascular sd stent was selected for use in the renal artery stenting. During procedure, the stent could not cross the lesion and got damaged. The device was simply withdrawn, and the procedure was completed using another stent. There were no patient complications as result of the event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device analysis findings: upon receipt at our post market quality assurance laboratory, the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that stent damage occurred. The 89% stenosed target lesion was located in a tortuous type c and mildly calcified renal artery. A 5.0mmx19mmx150cm express vascular sd stent was selected for use in the renal artery stenting. During procedure, the stent could not cross the lesion and got damaged. The device was simply withdrawn, and the procedure was completed using another stent. There were no patient complications as result of the event.

Event description:
It was reported that stent damage occurred. The 89% stenosed target lesion was located in a tortuous type c and mildly calcified renal artery. A 5.0mmx19mmx150cm express vascular sd stent was selected for use in the renal artery stenting. During procedure, the stent could not cross the lesion and got damaged. The device was simply withdrawn, and the procedure was completed using another stent. There were no patient complications as result of the event.

Manufacturer narrative:
A2 - age at time of event: added. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).